Event description:
It was reported the patient had a cyst in the muscle surrounding the catheter as it exited the spine. The patient also experienced back pain. It was believed to have been identified under MRI, but the timeframe was not known. The MRI showed a fluid signal adjacent to the catheter in the muscle. The doctor wanted to have the catheter tested to see if there was leak in the catheter. The health care provider reported a possible leak in the paraspinous muscle. In regards to the leak, it was later reported that ¿nothing obvious was noted¿ and the leak was not confirmed. There was no obvious catheter issue. It was noted that a catheter issue would have been in the spinal segment with the cyst being in the spinal musculature near the catheter insertion site. The only relationship known at the time was the proximity. The catheter was revised during a pump replacement due to upcoming elective replacement indicator (eri). The product issue was resolved. The patient status at the time of the report was ¿alive ¿ no injury.¿ as of 2014-(B)(6), the patient outcome was not known as the patient had just underwent a pump and catheter revision. The system was being used to deliver lioresal baclofen.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).